Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 60 mg/dl. The customer stated it dropped to 43 mg/dl after drinking some orange juice and then it climb back again. The customer stated that she went low due to the transmitter pulling out dose rendering the thresh suspend useless. The customer doesn't want to troubleshoot further for her low blood glucose and advised that we would replace the sensor as well.